Manufacturer narrative:
Correction: section h6 - medical device code should have been "1438 - over-sensing" instead of "1036 - signal artifact/noise".

Event description:
It was reported that chronic lead noise resulting in oversensing was observed on the right atrial (ra) lead. The patient was scheduled for a lead extraction. The ra lead was extracted. There appeared to be a tear in the vein near the opening from the extraction tools. A new ra lead was opened for placement but was aborted as low blood pressure from excessive loss of blood through the pocket was observed. Balloons were placed in the veins and arteries to control the bleeding and suture tissue surrounding the tear. The patient was stable at the end of the procedure.